Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
One day post implant the patient reported diaphragmatic stimulation. Programming changes were made both that day and the next. There were no additional adverse patient side effects reported. This lead remains actively implanted at this time. 2/15/16 - update: the patient was in office for a 3 month follow-up on (B)(6) 2015 and reported occasional diaphragmatic stimulation recurring during the last couple of weeks. Later the patient was in office for a 6 month follow-up on (B)(6) 2015 reports continued diaphragmatic stimulation. Device technician lowered lv output to 2.5v a@ 1.5ms to help alleviate symptoms. Due to this additional information it has been decided to report the event to the FDA.